Event description:
The info provided to sjm indicated a 25mm trifecta valve was implanted on (B)(6) 2013 after central leakage was noted. Redo surgery was performed on (B)(6) 2013 to remove the valve. It was observed to be deformed and triangular shaped. Comments from the surgeon indicated this was a procedure related event and not due to the valve itself. The annulus was heavily calcified and irregularly shaped. A 25mm magna ease was implanted.